Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 19-aug-2025 the healthcare provider reported that on (B)(6) 2025 the end-user experienced hypoglycemia and was hospitalized. Device data showed that the end-user made multiple meal announcements while blood glucose was already low, which preceded the event. The end-user was transported to the hospital by ems, admitted, and treated with manual insulin injections. The end-user was discharged on (B)(6) 2025 with no reported long-term effects.